Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4)., batch/lot number: 15438582/15438582, model/catalog description: linear st lead kit 50 cm .the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg would not hold a charge. It was also noted that the patient wanted to have a better coverage. The patient underwent an ipg and lead replacement procedure and was reportedly doing well postoperatively.